Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was programmed to automatic sensitivity following implantation. The device automatically reprogrammed the right ventricular (rv) lead sensitivity to 0.5 mv which resulted in oversensing atrial activity on the ventricular channel. The patient is pacemaker dependent and the oversensing resulted in asystole. The device was reprogrammed to a fixed sensitivity of 2.5mv in the rv before the patient left the surgical suite. As of today the device remains in service.